Manufacturer narrative:
Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the system was not picking up the registration probe. They were able to see the stingray in the tracking view, however nothing was coming up for the instrument tracker. They had tried different trackers without success. Opened a new registration probe and that was able to be detected. There was a 40 minute delay. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.